Manufacturer narrative:
The pump was returned to mmdg where it was evaluated and investigated. There was also an attempt made to review the pump history, but several portions of the pump history were deleted. During investigation it was discovered that the previous calibration performed on the pump changed the infusion factor, resulting in the calibration being out of product specification. The problem was corrected and the pump returned to the user facility.

Event description:
The initial reporter stated that the pump "over delivered medication". The initial reporter was unable to provide any additional information, and requested that mmdg follow up with the patients pharmacist, but mmdg was not able to reach them for follow up. Mmdg was unable to gather any patient data or receive an update on their condition. (B)(4).